Event description:
The facility contacted baxter (B)(4) to report a y-type blood/solution interlink set that the "distal segment of the line became detached while in use". The "fluid infusing was normal saline. The line is wet with normal saline. Leaking of cytotoxic chemical". The malfunction was observed to have occurred during infusion. There was patient involvement; there was not report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The separation or detachment occurred below the y-injection port. The condition was discovered prior to the chemo drug being attached. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. No sample was returned, precluding further evaluation. If additional relevant information is received a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device is not available for evaluation, therefore the reported condition could not be confirmed or duplicated and an assignable cause could not be determined. Should additional information become available a follow up medwatch will be submitted. This is a product not distributed in the us and does not have a 510(k) number.

Manufacturer narrative:
(B)(4).evaluation summary: the sample was received for evaluation. Upon visual inspection the tubing was found to be separated from the y-site. An appropriate solvent mark was observed at the tubing end and no sign of tubing twisted found on the sample. The root cause could not be determined.